Event description:
A call was rec'd from the customer biomedical engineering department requesting info on how to obtain the device history. It was reported that an attorney for a former pt was pursuing legal action regarding "an event" that occurred while the device was in use. The pump had been infusing morphine at unspecified settings. The pt's family alleges that the pump caused the pt to have a reaction resulting in residual paralysis of unk extent. The customer's legal counsel reports that the pt became oversedated and a "code" was called, but she was stabilized without any medical intervention being required. The hosp risk manger reports that they have rec'd a court order "not to share info with any other parties." No further info was available.